Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a "no disposable, clamp tubing" alarm occurred to a smiths medical cadd-legacy® plus pump but then switched to a "no disposable, pump won't run" alarm. The alarm could not be canceled so the pump was reported to be taken out of service. There were no reported adverse effects.